Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "alarm after 30mins + bag out of service + power cord naked. When I called the client 4 times for further information nobody answered."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "alarm after 30mins + bag out of service + power cord naked. When I called the client 4 times for further information nobody answered."